Event description:
Information received from the field notes that the device exhibited premature eri characteristics and a high current drain. Attempts to remove the eri flag were unsuccessful. The measured battery data was 2.36v, 168ua, 1.4 kohms. The patient was pacemaker dependent.